Manufacturer narrative:
Additional information: section h imdrf annex codes. The reported condition of drawer failure was confirmed by fse and subsequently confirmed in the dchu inspection process. The device was initially evaluated by the field service engineer (fse) according to work order wo: (B)(4), the fse reported that all auxiliary smart drawers failed to be detected by the bus. Upon inspection, the fse found that the pyxibus cable was cut near auxiliary drawer 5, so the fse replaced it with a new pyxibus cable, which resolved the issue. The fse then inspected all drawers for missing or damaged slide bumpers and identified that main drawers 2.1, 2.2, and 3.2 had bumpers that were either missing or damaged. The fse replaced all missing and damaged bumper. Finally, the customer tested the drawer and confirmed that there were no failures. During dchu visual inspection p/n 121085-01: the assy cbl pyxibus 7 drawer was received with damaged cable, exposed copper wires as well as black marks. During dchu testing p/n 121085-01: no further dchu testing was required due to evident thermal damage identified during visual inspection. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: after investigation, it was determined that the root cause of the complaint drawer failure was attributed to the damaged assy cbl pyxibus 7 drawer (p/n 121085-01) which had signs of damaged cable, exposed copper strands which lead to the observed thermal damage which compromised the drawer's functionality.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer had failed. As per part investigation, it was determined that there was exposed copper wires as well as black marks were found on the assy cbl pyxibus 7 drawer. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-mar-2011 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that auxiliary smart drawers failed to be detected by bus. The field service engineer (fse) found the pyxibus cable cut near auxiliary drawer 5 and replaced it, resolving the issue. All cables were checked and missing or damaged slide bumpers were identified on main drawers 2.1, 2.2, and 3.2 all were replaced. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer had failed. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported due to this event.